Event description:
It was reported that during an unk procedure, the clip was unformed and jumped out. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
The analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled, fed and formed six conforming clips; one double feed incident was noted that caused two malformed clips; and one clip with a gap issue was noted. A corrective action has been initialiated to address the root cause of the double feed issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.